Event description:
Reporter alleged the label of the test strip vial that is used with the blood glucose monitoring device is rubbed off. Reporter stated no actions were taken and no treatment was received regarding the alleged incident. A request was made for the return of the suspect device and replacement product was sent.